Event description:
Additional information received identified infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced necrotic tissue around the ipg site. Surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted due to possible infection risk.

Event description:
Additional information received identified the scs system was explanted due to infection at the ipg site. The patient was treated with antibiotics. The issue has resolved.